Manufacturer narrative:
(B)(4). THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS: HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THE PATIENT UNDERWENT A BILATERAL TEMPOROMANDIBULAR REPLACEMENT. SUBSEQUENTLY, THE PATIENT UNDERWENT A REOPERATION ON THE LEFT SIDE APPROXIMATELY NINE (9) MONTHS POST INITIAL PROCEDURE DUE TO PAIN, SWELLING, DIFFICULTY CHEWING, AND CHRONIC MECHANICAL NOISE WITH TINNITUS. THE DEVICES WERE REPOSITIONED. APPROXIMATELY TWO YEARS AGO ON AN UNKNOWN DATE, THE PATIENT HAD ALL DEVICES REMOVED AND REPLACED WITH COMPETITOR PRODUCTS.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was reported under 0001032347-2012-00143 initially. This MedWatch is a duplicate to 0001032347-2012-00143 and was created in error. The report should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was reported under 0001032347-2012-00143 initially. This MedWatch is a duplicate to 0001032347-2012-00143 and was created in error. The report should be voided.